Manufacturer narrative:
Three opened trocar assemblies were received in a small parts tray for the report of leaking. The returned samples were visually inspected. Two samples were found conforming and one sample was found non-conforming with an open valve. The provided lot number was not valid and could not be verified; therefore, a lot history review could not be conducted. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a surgeon experienced leaking valved trocars immediately upon insertion during a procedure. The procedure was completed without exchanging the trocars. There was no patient injury. No additional information is expected. This is one of two reports for the surgeon.